Event description:
The reporter stated the surgeon attempted to insert a cq2015a collamer aspheric three piece lens. There was patient contact but no harm to patient, no suture. This lens was a lens exchange. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
Evaluation results - other: visual inspection of the returned product found the lens optic torn, with pieces torn off and missing. One haptic was torn and bent. The other haptic was bent. There was evidence of clear surgical residue. Conclusions - based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.